Manufacturer narrative:
At the time of the submission of this report, there has been no reported injury to patient or user. Olympus (B)(4) (the originator of this complaint) were unable to provide the make, model or serial number of the olympus product. Judging by the photos provided it is alleged the scope hangar cupboard would have been manufactured between 1989 and 1993. The product is now obsolete and is outside of our retention period policy, no documentation could be identified in relation to the limited information received for this product. The customer has been advised to discontinue the use of this product. Reported in an abundance of caution. If any new information is received the case will be reviewed and a follow-up report will be provided.

Event description:
A sample was cultured from the storage cupboard and bacteria was present. The inside of the cabinet was wiped with a medical sanitization sheet.